Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive 2¿3 times per day since initial use, sometimes requiring connection to a charger to wake the device, and the agent observed normal function during guided testing; blood glucose was affected with a highest reported value of 200 mg/dl, and the issue aligns with a device key/button unresponsive problem associated with the switch component. Symptoms included hyperglycemia and increased urination. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information and a video provided by the user. Investigation of this case revealed an electrical problem related to an unresponsive button, traced to the switch component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.